Manufacturer narrative:
(B)(4).

Event description:
The mo.ma ultra was used for the cas procedure. Following stent implantation and post-dilation, blood aspiration was performed, and then the physician tried to deflate the balloons before retracting the device; however, the cca (proximal) balloon was not deflated. After detaching and attaching the syringe again, the physician made another attempt but the balloon was not completely deflated. Thus, the physician decided to retract the device with the balloon slightly expanded and the contrast media remained. The device was removed out successfully with no particular resistance on the sheath part. Although the incident did not lead to a serious issue, the doctor requested a device inspection. A 2.5-cc syringe was used instead of the one included in the product package. Blood flow was not sufficiently blocked when the cca balloon was inflated for the first time, due to which the pressure was increased. Still, blockage remains unsatisfactory, and thus the physician once deflated the both balloons, repositioned the device slightly lower in order to occlude the side branch that was carrying the blood in, and then, inflated the balloon again. Although the flow from the superior thyroid artery could not be blocked, the flow volume decreased; and the procedure was thus continued. On the repeated check for debris, the second doctor announced that ¿no debris was found.¿ after the balloon was deflated, however, the second physician said ¿the debris still exists.¿ due to this, the balloon was inflated again, and the reported event occurred after that. Although no kink was observed on the shaft, the balloon was inflated and deflated more frequently than usual, and furthermore, it was inflated to a significantly great degree (horizontally along the long axis); and the sales rep suspects those factors could have been attributed to the event. It was also reported that difficulties were noted removing the device. The procedure was completed with a delay of less than 30 minutes.

Manufacturer narrative:
Patient information was not obtainable. No dilation failure was observed during the several inflation/deflation cycles. The physician suspects that the both factors, i.e., insufficient dilation and the location of the superior thyroid artery, could be attributed to insufficient blockage.

Manufacturer narrative:
Device evaluation: in the pre-decontamination a visual inspection was conducted. The purging procedure was executed successfully, no leak was detected. The proximal balloon tube appeared visually deformed, not completely adherent to the shaft. The inflation lumen appeared full of dry radiopaque solution. Once cleaned the inflation lumen, the balloon was inflated (with a mixture 50/50 saline solution and contrast medium) it appeared completely asymmetrical with respect to the shaft. The bonding of the proximal balloon tubes were analysed and they were found within specification. It was not possible to completely deflate the balloon since, once the balloon tube came in contact with the exit of inflation lumen, it prevented the deflation of the asymmetrical part of the balloon (still partially inflated). No abnormalities noted on the distal balloon, which correctly inflated and deflated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.